Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the trocar broke and a piece of plastic fell in the patient's abdomen. The surgeon successfully retrieved the component that fell off to resolve the issue. There was no patient injury.